Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the illuminator was not working. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table-top illuminator was subsequently replaced to resolve the issue and returned for evaluation. The system was tested and found to have met specification. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The illuminator was received for evaluation. A visual assessment of the sample showed no obvious nonconformities. Functional test was able to confirm the reported event as system message (sm) was displayed and the further evaluation found illuminator printed circuit board (pcb) to be nonconforming. The root cause of the reported event can be attributed to nonconforming illuminator pcb. The manufacturer internal reference number is: (B)(4).